Event description:
According to the reporter, patient was able to see the capsule pass but it was broken into two pieces. Patient didn't see the camera portion just the two outer portions of the capsule. Patient ingested the capsule and excreted. There was no harm caused to the patient.

Manufacturer narrative:
An x-ray was done on the patient making this complaint an adverse event and product problem. If information is provided in the future, a supplemental report will be issued.